Event description:
A doctor's office alleged that the cement was setting up too quickly for one patient causing the doctor re-do the restoration.

Manufacturer narrative:
Patient specifics with regard to gender and age were not provided by the doctor. The doctor grinds the crown to fit the patients bite; however, the doctor had to remove the patient's crown due to the improper fit which left open margins. The doctor cut off the crown and completed the patient restoration by re-cementing a new crown for the patient. To date, the patient is fine. The product involved in the alleged incident was not returned. The lot number 4720555 has been identified as an affected lot which is part of an ongoing maxcem elite recall.